Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported problem. The fsr completed corrective maintenance/inspection successfully and the unit was within manufacturer specifications and was ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.